Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had motor error alarm during basal when the reservoir was almost out. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump did not exposed to high magnetic field. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.